Event description:
It was reported that the patient was hospitalized with cp and sob. The lead was explanted due to pericardial effusion and cardiac tamponade. Micro perforation was suspected. Pericardiocentesis was performed and the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.